Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, there was a beltslip on the roller pump. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2015-00068.